Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic: age, weight, bmi at the time of the index procedure? Other relevant patient history / concomitant medications on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the appearance of the suture during the follow-up procedure? Are any photos available? If applicable, will the actual product be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. Post-operatively, the patient felt pain and returned to the hospital on (B)(6) 2018. Incomplete absorption was noted and a part of suture came out from the patient¿s skin. The surgeon disinfected the wound and removed sutures. The patient¿s condition changed to better. Additional information has been requested.

Manufacturer narrative:
(B)(4). An unopened sample of product code vcp397, lot lp2892 was returned for analysis. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). No defects or damaged were found on the package. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.